Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was unknown. Customer mentioned they had moderate ketones, but were not life threatening. Reportedly, customer received third party assistance from their mother who brought the customer water and helped administer a correction injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.